Manufacturer narrative:
The customer reported problem could not be determined. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 11/05/2004 to the present date 10/22/2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received an alarm-error code message. No patient involvement was noted.

Manufacturer narrative:
Additional information: (investigation results). Correction: h6 (method, results, conclusion).

Event description:
It was reported that the device received an alarm-error code message. No patient involvement was noted.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm-error code message. No patient involvement was noted.